Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. B93871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia and shortness of breath. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary problems"), vaginal haemorrhage ("abnormal vaginal bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), irritable bowel syndrome ("irritable bowel syndrome"), back pain ("back pain") and pain in extremity ("lower leg pain") and was found to have weight increased ("weight gain"), neoplasm ("tumors"), weight decreased ("weight loss") and uterine leiomyoma ("fibroids,uterine fibroid"). The patient was treated with surgery (B)(6) 2016, salpingectomy bilateral hysterectomy full). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, iron deficiency anaemia, abdominal pain, dysmenorrhoea, dyspareunia, fatigue, migraine, headache, nausea, weight increased, neoplasm, weight decreased, vaginal haemorrhage, uterine leiomyoma and vaginal discharge had resolved and the bladder disorder, urinary tract disorder, female sexual dysfunction, irritable bowel syndrome, back pain and pain in extremity outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, iron deficiency anaemia, irritable bowel syndrome, menorrhagia, migraine, nausea, neoplasm, pain in extremity, pelvic pain, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic/ abdominal, dysmennorhea (cramping),dyspareunia (painful sexual intercourse, menorrhagia (heavy menstrual bleeding),general abnormal . Bleeding ,anemia, fatigue, migraine, headaches, nausea, weight gain, weight loss tumors, bladder problems . Urinary problems essure insertion date previously reported (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: unspecified bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: pfs received : lot number added. Following events were added : abnormal vaginal bleeding, apareunia (inability to have sexual intercourse), fibroids, vaginal discharge, irritable bowel syndrome,back pain, lower leg pain. Reporter information, concomitant conditions added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. B93871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia and shortness of breath. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary problems"), vaginal haemorrhage ("abnormal vaginal bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), irritable bowel syndrome ("irritable bowel syndrome"), back pain ("back pain") and pain in extremity ("lower leg pain") and was found to have weight increased ("weight gain"), neoplasm ("tumors"), weight decreased ("weight loss") and uterine leiomyoma ("fibroids,uterine fibroid"). The patient was treated with surgery (B)(6)2016, salpingectomy bilateral hysterectomy full). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, iron deficiency anaemia, abdominal pain, dysmenorrhoea, dyspareunia, fatigue, migraine, headache, nausea, weight increased, neoplasm, weight decreased, vaginal haemorrhage, uterine leiomyoma and vaginal discharge had resolved and the bladder disorder, urinary tract disorder, female sexual dysfunction, irritable bowel syndrome, back pain and pain in extremity outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, iron deficiency anaemia, irritable bowel syndrome, menorrhagia, migraine, nausea, neoplasm, pain in extremity, pelvic pain, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic/ abdominal, dysmennorhea (cramping),dyspareunia (painful sexual intercourse, menorrhagia (heavy menstrual bleeding),general abnormal . Bleeding ,anemia, fatigue, migraine, headaches, nausea, weight gain, weight loss tumors, bladder problems ,urinary problems diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2014: unspecified bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), bladder disorder ("bladder/urinary problems: bladder problems") and urinary tract disorder ("bladder/urinary problems: urinary problems") and was found to have weight increased ("weight gain"), neoplasm ("tumors") and weight decreased ("weight loss"). The patient was treated with surgery ((B)(6) 2016, salpingectomy bilateral hysterectomy full). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, iron deficiency anaemia, abdominal pain, dysmenorrhoea, dyspareunia, fatigue, migraine, headache, nausea, weight increased, neoplasm and weight decreased had resolved and the bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, migraine, nausea, neoplasm, pelvic pain, urinary tract disorder, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic/ abdominal, dysmennorhea (cramping), dyspareunia (painful sexual intercourse, menorrhagia (heavy menstrual bleeding),general abnormal . Bleeding, anemia, fatigue, migraine, headaches, nausea, weight gain, weight loss tumors, bladder problems .,urinary problems essure insertion date previously reported (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: unspecified bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received events " pelvic/ abdominal, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse, menorrhagia (heavy menstrual bleeding), general abnormal. Bleeding, anemia, fatigue, migraine, headaches, nausea, weight gain, weight loss tumors, bladder problems,urinary problems" were added. Outcome of events "pain, bleeding, other" were updated as recovered. Lab data, essure dates added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.